Manufacturer narrative:
The cause of the non-reproducible elevated advia centaur cp tni-ultra is unknown. Service went on site and performed a total service visit. The gray peripump tubing was replaced proactively. The customer had replaced a bent reagent probe. No conclusions can be drawn. Siemens reviewed the sample cups and the sample handling procedures which the customer uses. The sample was placed in a sample cup which the customer has used for a while and has not had any issues. The customer spins samples for 3 minutes at 7216 rpms. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample and deviation from recommended best practices such as stat spin can lead to erroneous results. The instrument is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed a non-reproducible elevated advia centaur cp troponin-ultra (tni-ultra) result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.